Event description:
(B)(4). The dentist reported that after the dental implant was installed in intraoral region #7 it was verified its non osseointegration. 45 ncm of primary stability was achieved and immediate load was not performed.